Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a power error 25 alarm. Customer also reported of receiving a reservoir empty alarm when it was not empty and meter was no longer communicating with insulin pump. Customer's blood glucose was 118 mg/dl. Troubleshooting was performed and customer was advised that insulin pump would need to be replaced.